Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was missing the dome label sticker. The customer had reset the insulin pump when it alarmed compromised force sensor system. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a missing end cap sticker, a detached end cap, minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a cracked reservoir tube. No missing labels on the pump noted. Unable to prime during the prime test due to the detached endcap. No other alarms were noted.